Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a mechanical error between the end effector and the motor. The device was being used during knee surgery, but there was no patient or user injury and no medical intervention. There was no add'l info provided.